Event description:
Dealer called stating that the seat upholstery on the (B)(4) shower commode chair is allegedly cracked at the commode opening. This device is being utilized by both the husband and wife. No injury alleged. The malfunction has not been confirmed. Product is not being returned.